Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3030 would not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The occurrence date is unk.

Manufacturer narrative:
Investigation: visual inspection revealed that the green housing slid down partially. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure could not be confirmed. Internal file number - (B)(4).